Manufacturer narrative:
The account found the set screw for the caster fell out. The account replaced the set screw to repair the bed.

Event description:
The account alleged they were raising the bed on a lift and the left foot caster fell off the bed.